Manufacturer narrative:
There is a very low incidence of reaction to implantation of this degradable device. We have discussed the surgical procedure with the physician. In the event that the device is explanted, we are requesting the return of extracted devices for histological analysis. In this instance, the device was implanted in the mid forehead area, which is unusual and not in accordance with recommendation in the instructions for use. However, it is inconclusive as to whether there is a relationship between placement and apparent encapsulation. If more information becomes available, it will be submitted in a supplemental report.

Event description:
It has been reported that approximately eight months after surgery implanted devices appear to be encapsulated.